Event description:
A discordant calcium result was obtained on an advia 1800 for 1 patient. The result was reported to the healthcare provider. The patient sample was repeated on the same instrument and the corrected result was reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium result. It was also determined that the calcium reagent used was a third party reagent, not a siemens reagent.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse adjusted the alignment of the reagent 1 wash station. The fse also set up additional washes of the reagent probes and cuvettes to address the problem. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.